Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
--

Event description:
Boston scientific received information that six months ago the device battery showed two years remaining and now was indicating it was at elective replacement time (ert). Boston scientific technical services (ts) was consulted as it was noted auto capture was on but the output was at 5 volts. Ts discussed how at ert, auto capture would go to retry at two times the last threshold but only between 3.5 and 5.0 volts. The patient had a catheterization and then the device was explanted one month later. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.